Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the product in question was used for a proximal humeral fracture case. After fixing the proximal screw hole, the surgeon drilled into the most distal screw hole without any interference. However, at the dynamic locking proximal screw hole the drill interfered with the nail in question. Though the surgeon attempted insertion of the screw by not using an aiming arm, but he still had difficulty in inserting it, and the operation was completed by fixing only the distal screw hole. There was a ten minute delay in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.